Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg) level of 30 mg/dl and juice was consumed to address the low bg level. The customer thought that the low bg was caused by "miscounting" carbohydrates and had over-bolused. The customer's bg level was under control when tandem technical support was contacted.